Manufacturer narrative:
Analysis found that visually, there was no significant damage to the packaging to indicate a cause. A syringe was used to inflate the cuff with 15cc of air and it started to leak out immediately. Under magnification it was determined there was a ¿v¿ shaped puncture measuring 0.04¿ x 0.03¿ on the proximal side of the cuff approximately 15 degrees away from the inflation lumen. There were abrasions and indents around the puncture locations. All the electrodes were within their respective lumens and the puncture did not align to the electrode lumens. The product instructions require manufacturing to perform a cuff inflation and leak test during production. The extent of the observed damage would have likely been detected if present during production. A review of the last 6 months of global complaint data showed another similar complaint from this facility however it was a 6mm tube as opposed to a 7mm; there were no other similar complaints for the lot numbers reported by this facility. The information most likely indicates inadvertent damage during handling. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the leak in the tube was discovered when testing before the thyroid surgery, prior to intubating the patient. The leak was evident when trying to inflate the cuff to establish the airway during the intubation process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that before the operation to test whether the balloon was damaged, it was found that the cuff was leaking and could not be pumped normally. The balloon could not be inflated or deflated. In order not to affect the operation, the intubation was replaced. There was a procedure delay of 10 minutes as a result of this event. The procedure was completed using a back up device. There was no patient impact or injury.